Manufacturer narrative:
Stryker evaluated the customer's device and was not able to verify the reported issue, however, the screen was found to be dim. As a precaution, the interface pcb and kit repair led display driver were replaced. The root cause of the reported issue was unable to be determined. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power during patient use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.